Manufacturer narrative:
Customer stated "I bought a cvs-branded cane on (B)(6) 2025 at a cvs in (B)(6). The tip of the cane fell off a few times during use and then fell off and was lost at the airport. I had only used the cane on two occasions before it fell apart and I was no longer able to use it. When I returned home from (B)(6), I brought the cane and my email receipt to my local cvs in (B)(6), hoping to return the cane because it broke immediately and was no longer in working condition. The store refused a refund because my receipt didn't have the information they needed, or because I had taken the tag off the cane (or something like that, I didn't understand the issue). It's been a few weeks now and the situation is still bothering me so I wanted to reach out and see if a refund could be possible through customer service, or if at the very least I could have a replacement tip sent." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "the tip of the cane fell off a few times during use and then fell off and was lost".